Manufacturer narrative:
Date sent to the FDA: 03/23/2021. Additional h6 component code: g07002 ¿ device not returned. The device history records reviewed, and no issue found. Additional h-3 summary: actual complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength-knot pull and no issue found, detail testing data please refers to investigation plan. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was sterility compromised? Unobtainable. Was there any patient consequences? No patient consequences. How the procedure was completed? Changed another one to complete the surgery. Event day (B)(6) 2020. Procedure name - unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. Prior to use, it was noted that the seal of the suture package was found to have been cracked when preparing for the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.